Event description:
Event description cpi received information that patient has received inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to oversensing. The physician is considering implanting a dual-chamber implantable pulse generator to help resolve the problem. Cpi learned that the ICD and transvenous defibrillation lead were explanted on july 03, 1997 because of oversensing and inappropriate therapy. The ICD is not FDA approved in the united states.